Manufacturer narrative:
(B)(4). This complaint for peritonitis-no device malfction or use error identified is not confirmed because disposable set was not returned to baxter, batch review revealed results are acceptable with no manufacturing issues and user did not describe any types of use errors or other issues that might have caused the contamination that resulted in peritonitis. The assignable cause is undetermined.

Event description:
Baxter product surveillance contacted the caregiver (cg) on (B)(6) 2012 the regarding an unrelated alarm. The cg stated that her mother (the hp) had recently passed away. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the patient's death. The following information was reported. In (B)(6) 2012, the patient experienced peritonitis. Cause of peritonitis was unknown. In (B)(6) 2012, the patient was hospitalized for the event. Treatment was unknown. On (B)(6) 2012, the patient died in the intensive care unit (ICU). Cause of death was septic shock. The nurse stated it was possible the sepsis was related to peritonitis, but she was not sure. A death certificate was not available. Outcome of peritonitis was unknown. Pd therapy was ongoing until the time of death. It was unknown if the patient was connected to the homechoice machine at the time of death. The nurse stated the event of peritonitis and fatal septic shock was unrelated to baxter disposables, solutions or the homechoice machine. The nurse stated she had not yet received the hospital's records and therefore could not provide further details regarding the hospitalization or death. No further information was provided. On (B)(6) 2012, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse (pdrn) regarding this event. The nurse stated that they did not receive a death certificate and she did not anticipate receiving one. She did state that the hospital records were received and indicated that the septic shock was related to the peritonitis. No further information was given.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information:follow-up information was received from a consumer. The consumer stated that the cause of death was peritonitis and septic shock. The nurse stated the fatal septic shock was unrelated to pd therapy and did not comment on the fatal peritonitis reported by the consumer.